Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was interrogated at the morgue. Non-sustained oversensing episodes were noted. An undersensing of low amplitude complex also appeared. The physician was not able to verify the origin of the episodes. There is no known allegation from a health professional that the death was related to the device. The physician believed that the patient died for natural causes.